Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient monitor model 91393 failed to alarm for ventricular tachycardia (v-tach).

Manufacturer narrative:
The customer stated that there was a run for 4 minutes of v-tach (ventricular tachycardia) and it only alarmed for 8 seconds. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the monitor and module and transmitter according to the service manual. All tests passed. We reviewed the full disclosure (ics) database that was provided by the customer. The database covers a time range from 6:46am (B)(6) 2014 to 8:51am (B)(6) 2014. The patient was 100% paced. During the 38 hours covered by the database, there were 181 high priority alarms including 8 high heart alarms and 34 vrun (v-tach) alarms. During the time indicated in the complaint, there was a long string of beats which had very similar morphology, some paced and some not paced. The string begins at approximately 01:01:27 on (B)(6) 2014 and lasts until 01:05:49. The heart rate during the episode is about 108 beats per minute. When the r-r interval lengthens, there is a p wave visible, indicating that the rhythm is not ventricular tachycardia. To summarize, the rhythm as reported in the complaint is not ventricular tachycardia, but sinus rhythm as evidenced by the presence of p waves. Near the onset of this rhythm there is a vrun alarm (8 seconds) due to a borderline situation between vrun and sinus rhythm. The morphology of the beats during this 8 second period is subtly different from the dominant, which caused these beats to be initially classified as ventricular beats. Thereafter, due to the p wave, the rhythm was then identified as sinus rhythm. We have concluded the product did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm for ventricular tachycardia (v-tach). No one was injured as a result of this event.